Event description:
It was reported that, following a gastric bypass procedure, the drain broke upon removal. Part of the drain was retained in the patient and surgery was performed to remove the retained portion.